Event description:
Caller reported that an unexpected increase in battery charge occurred, rising by 95% in a short period. There was no adverse impact on the customer's blood glucose level as there was no resultant unexpected shutdown. Technical support educated the caller on battery best practices and advised monitoring the system, instructing the caller to contact them again if the issue continued.